Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient died. The patient presented with anterior wall myocardial infarction. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified proximal left anterior descending artery. A 3.50 x 16 synergy drug eluting stent was implanted for treatment. After some time, the patient went into heart failure due to stent thrombosis. Cardiopulmonary resuscitation was performed but the patient did not recover. The official cause of death was cardiac failure.